Manufacturer narrative:
Concomitant medical products: additional devices utilized in procedure are as follows: tgu454520, UDI: (B)(4); tgu454515, UDI: (B)(4); tgu454510, UDI: (B)(4). It is not known which devices were involved in the type ii and type iii endoleaks, therefore all are being investigated. A review of the manufacturing records for the devices is currently in progress.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic aneurysm whereby four conformable gore® tag® thoracic endoprosthesis were implanted distal to the brachiocephalic artery in zone 1. The patient tolerated the procedure. On (B)(6) 2015, follow up imaging showed the aneurysm measured 71 mm. On (B)(6) 2015, follow up imaging identified a proximal type I endoleak with aneurysm enlargement to 75 mm. On (B)(6) 2015, an additional aortic endograft (unknown type) was implanted for treatment of the endoleak. No further adverse events were reported. (Captured event # (B)(4)) on (B)(6) 2018 the aneurysm measured 8.4cm x 7.9cm. On (B)(6) 2018 a type ii endoleak with thoracic aneurysm enlargement was identified. Additionally a type iii endoleak, described as component disconnection was also discovered. Relayplus endografts were used to treat the endoleaks. The components involved in the endoleaks were requested however they were not identified.

Manufacturer narrative:
Results code 2: the review of the manufacturing evaluation verified that this lot met all pre-release specifications. Ctag lot 11809900 was propagated to ncr106960. This ncr was opened when two flip machines were discovered to have volumetric airflow sensors with calibration stickers past their calibration due date. The sensors were sent for calibration and were found to be within tolerance. Therefore the product processed through the flip machines were processed within the validated window. Based on the nature of the complaint and the investigation of ncr106960 there are no indications of a relationship between the ncr and the reported complaint. Conculusion code 2:22: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), "users are made aware of the risks associated with endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices."